Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a double beep no cassette / lens damage. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with scratched lens, missing upper back label and signs of fluid ingression; the tamper seal was intact. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated. During the investigation, the device was found to be double beeping with no cassette attached. Signs of fluid ingression were also found on downstream occlusion sensor which was believed to be the possible cause of the reported issue. Scratched lens were also seen. The downstream occlusion sensor was replaced as corrective action due to the fluid ingression; the lens was also replaced. The root cause was traced to the user. The product is over 14 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). Correction: d4: model number: 6400. Correction: h4: mfg. Date. 26-sep-2008.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with scratched lens, missing upper back label and signs of fluid ingression; the tamper seal was intact. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated. During the investigation, the device was found to be double beeping with no cassette attached. Signs of fluid ingression were also found on downstream occlusion sensor which was believed to be the possible cause of the reported issue. Scratched lens were also seen. The downstream occlusion sensor was replaced as corrective action due to the fluid ingression; the lens was also replaced. The root cause was traced to the user. The product is over 14 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). Correction: d4: model number: 6400. Correction: h4: mfg. Date. 26-sep-2008.